Event description:
It was reported patient was unable to set the ipg into MRI mode due to high impedances on the lead. Surgical intervention was undertaken wherein the ipg was explanted and replaced which resolved the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.